Event description:
A discordant, falsely low gentamycin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the pharmacy, who questioned it. A new aliquot and an original aliquot from the same tube were repeated on the same instrument, resulting higher. The corrected result was reported to the pharmacy. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low gentamycin result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the acid pump was crusted. The cse replaced the acid and the base pumps and performed a total service call. The cse calibrated the gentamycin and ipth assays and ran quality controls. The cause of the discordant, falsely low gentamycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.